Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the right atrial lead had high thresholds and a decrease in p-waves. The patient reported having nerve/diaphragmatic stimulation. Reprogramming was performed to put the device into vvi mode. The lead remains in use. No patient complications have been reported as a result of this event.